Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
A (B)(6) year old male presented at the time of enrollment with a 74 mm aortic aneurysm. The proximal neck had a parallel shape with partial plaque/thrombus. There was moderate tortuosity of the right iliac artery and mild tortuosity of the left iliac artery. There was no occlusive disease and mild calcification of the iliac arteries bilaterally. On (B)(6) 2014, under general anesthesia, the patient received a 36 mm x 108mm main-body graft, a contralateral (left) 20 mm x 74 mm iliac leg graft and an ipsilateral (right) 20 mm x 90 mm iliac leg graft. The devices were deployed without difficulty. A molding balloon was used without complications or difficulties. No ancillary components were used and no additional procedures were performed. There were no adverse events observed during the procedure. At the completion of the procedure, the graft was fully implanted and patent with no evidence of a kink or an endoleak. The patient was discharged on (B)(6) 2014 (one day post-procedure) and no adverse events were reported. (B)(4) lab analysis of the procedure angiogram noted a patent graft with no evidence of endoleak or kink. On (B)(6) 2014 CT scan and x-ray (one-month follow-up). Site analysis: grafts patent with no endoleak. The device was intact with no evidence of barb separation, stent fracture, component separation, kinks, or stenosis. (B)(4) lab analysis: grafts patent with no endoleak. The device was intact with no evidence of barb separation, stent fracture, component separation, kinks, or stenosis. On (B)(6) 2015 CT scan and x-ray (six-month follow-up). Site analysis: grafts patent with no endoleak. The device was intact with no evidence of barb separation, stent fracture, component separation, migration, kinks, or stenosis. (B)(4) lab analysis: grafts patent. Presence of circumferential thrombus within the right iliac graft leg was noted. Type ii endoleak was noted. The device was intact with no evidence of barb separation, stent fracture, component separation, migration, kinks, or stenosis. On (B)(6) 2015 CT scan and x-ray (twelve-month follow-up). Site analysis: grafts patent with no endoleak. The device was intact with no evidence of barb separation, stent fracture, component separation, migration, kinks, or stenosis. (B)(4) lab analysis: not currently available. On (B)(6) 2015 (414 days post-procedure), the patient presented with right leg claudication and diminished pulses in the right lower extremity. A CT scan revealed arterial thrombosis in the right iliac graft limb (complete occlusion). The patient is scheduled to be treated by thrombectomy on (B)(6) 2015 (420 days post-procedure). No other adverse events related to the device have been reported. Additional information has been requested, however it was not available at the time of this report.

Manufacturer narrative:
Investigation - evaluation a review of the complaint history, device history record, documentation, instructions for use (IFU), specifications, trends, and quality control was conducted during the investigation. The device is shipped with an instruction for use (IFU) that describes the intended use, specific items are addressed such as: listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. "Patients experiencing reduced blood flow through the graft limb and/or leaks may be required to undergo secondary interventions or surgical procedures." "Vessels that are significantly calcified, occlusive, tortuous or thrombus-lined may preclude placement of the endovascular graft and/or may increase the risk of embolization." "Excessive overlap 10mm above the main body bifurcation may increase the risk of limb thrombosis." In the warnings and precautions section, 4.2 patient selection, treatment and follow-up "zenith spiral-z iliac artery distal fixation site greater than 10mm in length and 7.5 to 20 mm in diameter (outer) is required." ¿pre-existing regions of stenosis/narrowing (less than approximately 20 mm ID in the aorta or 7 to 8 ID in the iliacs) have been shown to increase the risk of a thromboembolic event... "Dilation of these regions with a noncompliant balloon and/or stent placement may be necessary to help assure maintained graft patency and to reduce the risk of a thromboembolic event." "Follow-up imaging should be carefully reviewed for narrowing within the graft leg. Patients with a graft leg lumen of less than approximately 5 mm ID may be at increased risk of a thromboembolic event (e.g., graft limb occlusion). Reintervention (e.g., noncompliant ballooning or stenting in these regions) should be considered to help assure maintained graft patency and to reduce the risk of a thromboembolic event." "Patients with poor outflow or a hypercoagulable state (e.g., cancer) may be at an increased risk of a thromboembolic event." There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. Based on the images review, it is reasonable to suggest that the patient presented moderate to severe aortic calcifications and a mural thrombus downstream ovalization which preceded the occlusion. It is also reasonable to suggest that the leading cause to this event might be associated with the pre-existing patient condition (aortic calcifications) and medical procedure (device or procedure choice). We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Event description:
No additional information was received.